Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented in-clinic for follow-up. Low sensing and loss of capture were observed. Lead dislodgement was found. Lead was replaced.